Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that they patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to vaginal prolapse, enterocele, rectocele, and urinary incontinence. It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, and dyspareunia. It was also reported that the patient underwent mesh revision/removal on (B)(6) 2009 due to chronic pain, recurrence of prolapse, dyspareunia, recurring infections, and painful urination. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and pelvicol acellular collagen matrix were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.